Event description:
It was reported that the gastrointestinal videoscope had histoacryl adhered to the bending section cover. The issue occurred during a therapeutic varix hemostatic procedure. The device was used to complete the procedure. There was no reports of patient harm or injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection where it was confirmed that the bending section cover contained foreign matter. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the customer may had not used the device in accordance with the instructions for use (IFU). The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). In addition, the following reportable malfunctions were identified during the device evaluation: burning is observed on the metal tip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event likely occurred because the high-frequency treatment device was used without leaving a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.